Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The console was inspected on an engineering bench. There was minimal damage to the console. The pressure sensor membrane foil had a dent and hairline crack in the retainer which was likely unrelated to the reported event. No other damage was observed (internal and external). This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that, upon transfer of the device down the hall, it fell onto the floor. An evaluation was requested to rule out any issues with the device. No patient involvement.